Event description:
It was reported that t:slim x2 pump battery would not charge, which led to a low battery alert and eventually caused pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer tried multiple working wall outlets, different wall adapters, and different charging cables without resolving issue, then was instructed by technical support to ensure correct usb insertion to prevent further damage and was provided with replacement pump, which customer understood and accepted.